Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a "transducer fault" alarm. The customer performed transducer calibration tests. The calibration test revealed that the circuit pressure and exhalation pressure calibration tests failed. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Xdcr pt801 is failing. Xdcr pt802 failed.